Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive to button presses. The reporter stated that the buttons required a few presses to elicit a response. The reporter confirmed that there was no trauma to the pump or damage to the keypad however the reporter indicated that the button symbols were worn. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent/delayed responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons: multiple button presses are required before the buttons activate. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and contamination was noted under the contacts of all buttons.